Manufacturer narrative:
Additional info: d9 h2, h3, h4 and h6. Corrected information: h6 correction: e2401 reported in error and f24 reported in error. The device was returned to olympus for inspection where the reported event was not confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope had black powder like stains. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.